Event description:
I recently started using the new beta bionics pump. I am experiencing extreme lows on many occasions and have become incoherent. This pump is supposed to adapt to your body, but I do not find that to be case.